Event description:
The field service engineer reported that the customer unit was missing flow trigger. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The field service engineer confirmed reported issue. The field service engineer replaced the-flow sensor assy to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6).